Event description:
During an arial fibrillation procedure, an air leak was noted from the agilis 13 fr sheath during aspiration after inserting a non-abbott (boston scientific) farawave catheter. The farawave catheter was removed and inspected with no issues noted. The farawave catheter was reinserted with the air leak on the agilis 13 fr sheath continuing. The agilis 13 fr sheath was exchanged with resolution of the issue. The procedure was completed with no adverse patient health consequences.